Event description:
The customer's parent called and reported that the customer fell off a scooter, and though it did not look as though the insulin pump was cracked or damaged, the device had been alarming with no delivery. Customer's blood glucose was 452 mg/dl. Troubleshooting was performed. The infusion set tubing was not found to be bent or kinked. The high pressure test was performed and the insulin pump passed. It was advised to change the entire set, reservoir, and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.